Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating "patient's mother advised that freedom pump malfunctioned when tried to infuse hizentra. When she inserts the syringe, the pump pushes the syringe back out. Replacement pump to be sent to patient. No further information provided. Not reported if missed any doses or if experienced any adverse events, no other info." A good faith effort was sent to the initial reporter on (B)(6) 2021. A response was received stating the reporter did not provide the pump serial number or expiration date info. However, upon further investigation there is a reasonable possibility the pump in question may be serial number: (B)(4). The device involved in the event was not returned to koru for evaluation. Manufacturing review and assessment confirmed all devices manufactured for lot s.76790 had no failures during performance testing. Serial (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause of this incident is end-user error; it is likely the end-user did not seat the disc luer securely into the freedom60 pump. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per (B)(4). (B)(4) has been initiated to investigate syringe ejections.